Event description:
It was reported the pt went to the emergency room due to believing he had an infection at the ipg site. While in the emergency room, the pt's staples were removed. The pt underwent a f/u visit with his doctor and no infection was found.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.